Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, and it is surmised that said material is simethicone. It is surmised that the material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel from the obtained information. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif/cf/pcf-190 series operation manual, chapter 3 "preparation and inspection". -preventive measure: gif/cf/pcf-190 series reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the air/water tube, the auxiliary jet channel and the air/water cylinder of the colonovideoscope had whitish foreign material. There were no reports of patient involvement.